Manufacturer narrative:
No 011-mc330211 product samples, videos, or photographs were returned for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return to the manufacturer for testing and investigation, however, it has not yet been received.

Event description:
The event involved a customer report stating that a smallbore extension set experienced a leak under the red collar of the device during an infusion of amines. It was further reported that the patient receiving the infusion was hemodynamically unstable, received partial administration, and required additional administration of amines after the device was replaced. The customer stated, ¿hypertension of patient dropped 20/23 because of administrating the rest of the amines with the new device¿.

Manufacturer narrative:
H10: the product received date was 28-june-2019. The single used 011-mc330211 extension set was visually inspected and there was seal tearing observed. Subsequent leak testing confirmed leakage. When the y-clave and microclave samples were disassembled there was tearing damage on the top surface of the seal that extended to the edge of the seal. This type of damage is typical of access with an incompatible mating device during use. The complaint of leakage was confirmed. The probable cause of the leakage is seal damage typical of access with an incompatible mating device during use. No mating devices were returned to evaluate with the used 011-mc330211 extension set.